Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device displayed "pacer disabled", "pacer fault 115" and "pacer 02" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty relay on the pace/defib engine board. The pace/defib engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.